Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the jaws became impossible to open and that the device blade was displaced. The surgeon opened another device to complete the procedure. There was no pt injury.